Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:08 (coolant temp low) message. The system was rebooted multiple times, but the issue continued. The customer obtained a surface temperature management device to proceed with therapy. No patient injuries were reported.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:08 (coolant temp low) message was confirmed during the functional testing and the event log data review. The root cause of the reported complaint was a failed heater. The event log data indicated multiple tcmid:08 errors, confirming the reported complaint. The thermogard system failed functional testing due to tcmid:06 (ce post failure), not reported by the customer. However, technical investigation revealed that both the tcmid:06 and tcmid:08 errors are related to temperature control. When measuring the heater resistance, the value was out of specification. The errors were triggered by a failed heater, which needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).